Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. Eight aptus endo anchors were used prophylactically for concern of late failure. The proximal neck was 24-31 mm in diameter and 10 mm in length. The circumference covered by thrombus at the seal zone was 25 percent with 4mm of thickness. No calcium present at seal zone. It was reported that on the final angiogram, a proximal type I endoleak was present. The physician stated that the overall procedure was successful and the patient does not require additional treatment. The physician assessed the endoleak to be related to the index procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case. Per the investigator the proximal type I endoleak resolved without further treatment or intervention. Patient medical history: tobacco use, hypertension, cardiac disease, myocardial infarction (mi), valvular disease, chronic obstructive pulmonary disease (copd), cerebrovascular / neurologic disease, transient ischemic attack (tia), bleeding disorder, thrombocytopenia, genito-urinary disease. If information is provided in the future, a supplemental report will be issued.